Manufacturer narrative:
Pc-(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4); expiration date: (B)(4) 2019. Date of mfg.: (B)(4) 2017. Batch (B)(4); expiration date: (B)(4) 2019. Date of mfg.: (B)(4) 2017. Batch (B)(4); expiration date: (B)(4) 2020. Date of mfg.: (B)(4) 2018. Batch (B)(4); expiration date: (B)(4) 2019. Date of mfg.: (B)(4) 2017 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. An unopened sample of product code (B)(4), lot lk6790 was returned for analysis. The sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection the needle/suture was correctly placed on the winding former. The suture was dispensed without problems and examined along of the strand and no defects, or damage on the suture was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, no defects were observed.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) manufacture date: (B)(4) 2017; expiration date: (B)(4) 2019 batch (B)(4) manufacture date: (B)(4) 2017; expiration date: (B)(4) 2019. Batch (B)(4) manufacture date: (B)(4) 2018; expiration date: (B)(4) 2020 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lmk437, batch lpm280, batch mbm345. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Was medical intervention was performed for the infection? Results? Were cultures performed? Results? What was the appearance of the suture during the second procedure? Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications: will product be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent knee surgery procedure on (B)(6) 2018 and barbed suture was used. Following the procedure, the patient experienced possible deep layer infection. The patient underwent arthroscope and washout with swabs. It was reported to be still undetermined with one in four delayed growth of staph. It was reported the patient is obese, higher risk. Additional information has been requested.